Manufacturer narrative:
Investigation involved visual inspection and functional testing of the axiem stylet. Issue could not be replicated by medtronic representative at the site. It was believed that the patient tracker moved during the case. No further problems have been reported.

Event description:
A medtronic representative reported that while in a surgery, the site registered and were tracking accurately. When they brought in the axiem stylet (sterile), it was not tracking on the skin accurately. Touching the skin/bone, showed approximately 5mm inaccurate. This inaccuracy did not affect the trajectory view and the doctor was able to place the shunt. The procedure was completed with the use of the stealthstation treon treatment guidance system. There was no impact on the patient outcome.